Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having throat cancer, sore and dry throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to throat cancer and cry and sore throat. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 01, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat cancer and cry and sore throat that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation manufacturer observed an high pitch blower whine observed ui (users interface) knob broken. The air outlet port had dust-like contamination in it, air inlet had white dust-like contamination in it, pca (printed circuit assembly) had light dust-like contamination all over the top of it, dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had dust-like contamination on top of it, flip lid seal had unknown contamination on it, white and brown dust-like contamination, throughout humidifier enclosure, unknown white and tan dust-like contamination on and under the heater plate, white dust-like contamination on the dry box seal, unknown brown deposits on the water tank pan, unknown white and brown dust-like contamination in the iso port (international organization of standardization.), evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section e3 was missed in initial report and updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.